Event description:
It was reported that the patient's right ventricular (rv) lead had rising and high thresholds. It was further reported that the rv lead had rising pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.